Manufacturer narrative:
No device malfunctions or other noteworthy events were reported by the user.

Event description:
As part of the boombox post-market clinical trial, a 52 year old female patient, diagnosed with metastatic leimyosarcoma, had a histotripsy treatment to a segment 5 liver tumor on (B)(6) 2025 (total planned treatment volume (ptv) = 33.5cc ). After the histotripsy treatment, the patient experienced significant abdominal pain and brown urine which resulted in the patient being admitted day of the procedure. A post-procedure CT scan indicated stable duodenitis and no active gastrointestinal bleed. According to the treating physician, the duodenum was reported to be adjacent and potentially overlapping the ptv, which may have resulted in the patient developing duodenitis. The patient was given antibiotics, held for observation and discharged on (B)(6) 2025. As part of the boombox post-market clinical trial, the treating physician determined on (B)(6) 2025 that the duodenitis was grade 3 due to the need for admission. The patient is recovering well and no further "sequelae" were experienced. No device malfunctions or other noteworthy events occurred during the case.